Manufacturer narrative:
Additional information was provided that confirmed there was no malfunction with the central station or monitors; however, there appears to be a use-related issue that resulted in the sequence of events. No further information was provided by the customer. The case was forwarded for technical investigation to the responsible product support engineer (pse). The pse reviewed the pic ix logs around the reported time. There was no discharge, transfer or update of the patient; therefore, the reported issue for the reported time/bed cannot be confirmed. Additional information was requested; however, the customer did not respond. Based on the information available, the cause of the reported problem remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1 reporter phone #: (B)(6). B3 date of event: additional information was received; the event date was updated from 02sep2024 to 12aug2024.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient's heart stopped when being transferred from the ER to the cardiac ward; however, the customer discharged the customer from the system so the patient was not monitored. The patient was then re-admitted to the pic ix upon completion of the transfer. The patient outcome remains unknown.